Event description:
It was reported that the insulin pump alarmed off no power without a low battery warning. The most recent blood glucose reading was 326 mg/dl. The customer treated with manual injections. She stated that she was no longer using the insulin pump. She noted that the alarm was not resolved by a battery change. She stated that with the new battery, no bars showed on the battery icon and there was a full circle displayed next to it. The insulin pump showed bad battery and prompted the customer to rewind the insulin pump. There were multiple irresolvable off no power alarms on the insulin pump reported. The device also alarmed failed battery. No damage to the battery cap was observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.